Event description:
It was reported that prior to use of the 3x20mm trek balloon dilatation catheter (bdc), the device information labeled on the hub was not legible to read; therefore, the device identity could not be distinguished, and the device was not used in the procedure. There was no patient involvement and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information provided, a definitive cause for the reported complaint could not be determined. It was reported that prior to use of the 3x20mm trek balloon dilatation catheter (bdc), the device information labeled on the hub was not legible to read; therefore, the device identity could not be distinguished, and the device was not used in the procedure. In this case, it is possible that the lighting in the operating room and/or position in which the sidearm was held contributed to the reported difficulty; however, a conclusive cause cannot be determined since the device was not returned for analysis. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.